Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer indicated falsely decreased sodium results were generated while using the architect c8000 analyzer. The customer provided the following data: sid 2240203703: 11 sept 17: initial: 119 mmol/l, retest 139 mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer reviewed the analyzer, replacing a syringe and a valve. The analyzer was operational upon service. Review of the analyzer service history did not identify any contributing factor to the current complaint. Tracking and trending did not identify an adverse trends. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c8000 analyzer, list number 01g06, was identified.